Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: electrode belt sn (B)(4) and monitor sn (B)(4) were not recovered from the field. Device evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use prior to the treatment event (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting of tall t-waves. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with (B)(6) performance requirements for sensitivity and specificity. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. The patient was at home and conscious at the time of the treatment event. The patient's daughter was home at the time of the event. Multiple counting of tall t-waves contributed to the false detection. The response buttons were not pressed prior to the treatment event. The patient was admitted into the hospital and continued to wear the lifevest.